Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 362 mg/dl and persistent elevation for more than two hours, coincident with visible insulin in the cartridge chamber and rapid insulin depletion after a recent cartridge change; the user had been filling the cartridge to the plunger bottom and later received instruction to limit fills to 1.8 ml and to change the infusion site for a suspected bent cannula. Symptoms included high blood glucose. Outcomes included no use of backup therapy, no ketone action, and no professional medical intervention. Investigation included troubleshooting, user education on correct cartridge fill volume, and recommendation to replace the infusion set due to a suspected occlusion. Investigation of this case revealed evidence consistent with cartridge overfill leading to a leak and a probable infusion-site occlusion from a bent cannula, which would reduce insulin delivery. It was concluded that user technique contributed to a cartridge leak and reduced insulin delivery, resulting in hyperglycemia, and replacement supplies were provided with education to prevent recurrence.

Manufacturer narrative:
This regulatory report was voided due to duplicated report all information can be found on subsequent report.